Manufacturer narrative:
D10 concomitant devices (B)(6) 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. (B)(6) 02-010-01-0250 - logic femoral ps cem left sz 5. (B)(6) 200-02-35 - three peg patella 35mm. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA. Patient ID: (B)(6) + left knee. It was reported that approximately 85 months after a left total knee replacement procedure, the patient underwent a revision procedure with dr. (B)(6) at (B)(6) hospital in (B)(6) to address suspected prosthesis wear, persistent effusion, and pain. Revision surgery operative notes were provided. Preoperative diagnosis indicated left knee painful total knee arthroplasty with suspected polyethylene wear. Postoperative diagnosis indicated the same with minimal polyethylene wear and osteolysis of the lateral femoral condyle. Operative findings note large joint effusion. There was minimal wear of the polyethylene. There was a large bone defect in the lateral femoral condyle. There was extensive synovitis in the joint as well. We assessed the stability of the components and found that both the tibial and femoral components were well fixed to bone. The patient was awakened, extubated, and taken to the recovery room in stable condition. No further issues or complications were reported. No additional information is available. The serial number (B)(6) is confirmed to be a part of recall number: z-0021-2022 02-012-44-5009 - logic tibia implant psc insert, sz 5, 9mm serial: (B)(6). 510k: k110547. UDI: (B)(4). Product code: jwh. X-ray: no. Operative notes: yes. Concomitant devices: (B)(6) 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. (B)(6) 02-010-01-0250 - logic femoral ps cem left sz 5. (B)(6) 200-02-35 - three peg patella 35mm.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect clinical codes.